Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to dislodgement. Prior to the revision procedure the lead exhibited loss of capture in bipolar and unipolar configurations at maximum output measurements. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.